Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated that the patient asked her to call as the patient is reporting that their stimulation is only on their left side. The patient does not have pain relief on their right side, and the patient is in a lot of pain. The caller said the patient wrote that it feels like something is disconnected. No trouble shooting has been done prior to the call. There were no falls or trauma related to this. The caller was also not with the patient at the time of the call. No further complications were reported. No additional patient symptoms were reported.